Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture thresholds, low pacing impedance, high capture thresholds. Cardiac perforation was also noted from computed tomography (CT) imaging. The lead was explanted and replaced. The patient was stable.